Manufacturer narrative:
See attached summary memo of evaluation.

Event description:
The dental implant (B)(4) was removed on (B)(6) 2017 due to failure to osseointegrate within 1 month and 16 days after implantation. The doctor noted local infection and periodontal disease during surgery. The patient has medical history of hypertension and is a tobacco user. The patient has recovered without complications.